Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer stated that she had low blood glucose readings and treated it with orange juice and ice cream. The customer then received high blood glucose readings due to stress. The customer stated that there is a blank round circle when she put the sensor on and no alarm went off. The customer stated that she wanted to speak with someone about why her sensor did not alarm her when she had low blood glucose readings.